Event description:
Distrator was implanted in 2006. Doctor noticed product was not working as expected. Revision surgery 4 days later, removed original distractor and replaced with another one.

Manufacturer narrative:
There was a 2nd revision surgery, which was filed under MDR 1032347-2004-00013. Lorenz was not aware of the 1st revison surgery, until 11/1/06, therefore we are filing now. The revision surgery reported under 1032347-2006-00033, contained 2 lots of product, please see 1032347-2006-00034 also. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.